Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Needle missing from primary packaging. There should be 2 needles in each pack, there was only one.